Manufacturer narrative:
Patient's race and ethnicity were not provided. Initial reporter's email was not provided. Multiple follow-ups were conducted to obtain additional information; however, requested information has not been provided. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. The implant failed approximately a month after it was implanted into tooth # 8. The implant site (localized periapical) was reported to be infected. There was swelling of soft tissue and pain. The tooth was extracted and bone was healed for 4 months prior to the dental implant. There was no abnormality with the implant.

Manufacturer narrative:
UDI number was provided. The device was returned and a visual and radiographic evaluation was performed. The DHR was reviewed and there was no evidence discovered to indicate that a product defect, or non-conformity contributed to the issue. The critical parameters were measured and there was no non-conformity found, the product met specifications. Therefore, a root cause cannot be explicitly determined. The incident, "failure to osseointegrate", is a known common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The IFU was reviewed and precautions are provided, to take into consideration when placing a hahn implant. IFU-precautions - surgical procedures, minimizing tissue damage is crucial to successful implant osseointegration. Risk of osseointegration failure increases as tissue trauma increases. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or necrosis of the implant site. The proper surgical protocol should be strictly adhered to. In addition, possible responses to this complaint could be attributed to various causes such as insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene could also be contributing factors to the lack of osseointegration. No abnormality with the implant was confirmed. At this time the reported issue will be tracked and trended.